Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damage. Primary audible alarm background test was found in device's event history log. The technician performed occlusion test. The reported issue was unable to be duplicated during occlusion test. The root cause of the reported issues was unable to determine the intermittent error. No physical or any other damage was found on the speaker or interconnect board. The technician replaced speaker for preventative measure. Performed preventive maintenance and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue. Address the reported issue.

Event description:
It was reported that the primary audible alarm background failure occurred. No patient injury was reported.